Manufacturer narrative:
No device malfunction was reported and device was not explanted. Serial number not provided for history review. No conclusion can be drawn. Recurring incontinence is listed as a potential complication in the IFU. The frequency of occurrence is not greater than usual.

Event description:
On (B) (6) 2007, patient was implanted with invance male sling. On (B) (6) 2008, revision surgery performed to increase the tension of the sling due to device movement which would lead to recurrent incontinence. Resolved with the revision.